Event description:
Resistance noted by nursing staff during catheter removal, following balloon deflation. Patient complained of discomfort during process. Lip noted by staff in area of deflated balloon. Cuff still present at time of shipment to manufacturer today. Dates of use: (B)(6) 2017. Diagnosis or reason for use: post-op urinary retention.